Manufacturer narrative:
9615008-2016-00003 is associated with argus case (B)(4) aquafresh kids toothbrush.

Event description:
Choke [choking], cough [cough], throw up [vomiting], case description: this case was reported by a consumer via interactive digital media and described the occurrence of choking in a (B)(6) female patient who received gsk toothbrush (aquafresh kids toothbrush) toothbrush (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. In (B)(6) 2016, the patient started aquafresh kids toothbrush at an unknown dose and frequency. On an unknown date, an unknown time after starting aquafresh kids toothbrush, the patient experienced choking (serious criteria gsk medically significant), cough, vomiting and product complaint. The action taken with aquafresh kids toothbrush was unknown. On an unknown date, the outcome of the choking, cough and vomiting were recovered/resolved and the outcome of the product complaint was unknown. The reporter considered the choking, cough and vomiting to be related to aquafresh kids toothbrush. Additional information, the adverse event was found by (B)(6) on (B)(6) 2016. The consumer posted that our (B)(6) daughter's tooth brush just decided to fall apart in her mouth causing her to choke, cough and eventually throw up. She was fine, but it wasn't very nice for her to pick bristles from her mouth before bed. The toothbrush was only 2 weeks old. It was terrible build quality from a supposedly top supplier of tooth and mouth care products.